Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure performed to treat regurgitation (mr) with a grade of 4. The patient had a short and restricted posterior leaflet measuring approximately 8mm, a valve area of 3.65cm2. There was also the presence of a small prolapse of a2. Grasping of the leaflets proved difficult, because of the restriction on p2. The leaflet would slip out of the clip when attempting to close. The clip was placed slightly more laterally and after approximately 3 grasps, the clip was deployed. Transesophageal echocardiography (tee) evaluation confirmed the secure grasp. The final mr was 3-4. The gradient was 4 at a heart rate of 53. V wave was 10 with systolic pressure of 105 mmhg. The physician chose not to implant a second clip because of the difficulty of successfully grasping at the site of mr and the risk of causing stenosis. On (B)(6) 2022, on the 3rd day post-implant before being discharged the patient was evaluated by transthoracic echocardiogram tte. Tte showed that the clip had a single leaflet device attachment (slda). The clip is attached to the anterior leaflet only and mr increased. The patient was discharged because he was stable, and his condition had not deteriorated. The patient will be re-evaluated in the next month and surgical intervention will be discussed at this time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulty grasping the leaflets and single leaflet device attachment (slda) appear to be due to patient morphology/pathology. Based on the information provided, the recurrent mr appears to be related to the procedural condition of the slda. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the recurrent mr. There is no indication of a product issue with respect to manufacture, design or labeling.